Manufacturer narrative:
Result: broken motion interrupt pan was preventing the foot-end lift motor to be lowered. Power cord was missing the ground prong.

Event description:
It was reported by service report that the motion interrupt pan was broken; the power cord plug was missing the ground prong. No pt involvement or adverse consequences were reported.